Event description:
It was reported that patient experienced ineffective therapy, x-ray imaging revealed patients lead migrated. Surgical intervention was undertaken wherein patients anchor was observed to be unlocked. Unable to separate the unlocked anchor from the lead. As a result, the lead and anchor were explanted and replaced to address the issue. The investigation was unable to determine the lead that is associated with the issue.

Manufacturer narrative:
E1 - reporter phone number (B)(6). Date of event is estimated.